Manufacturer narrative:
Suspected positive bi. An asp field service engineer (fse) went to the facility to assess the unit. The customer reported a suspected positive bi for cyclesure lot 05191a. The customer further reported that not all items from the load were recalled. If the instructions for use are not followed and items for the load with the positive bi cannot be retrieved, then the sterility of the load cannot be confirmed. It is recommended that the customer follow current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s). Per hha-sterrad cyclesure 14324, the direct hazard of a false positive bi in terms of the patient is extremely remote. Device history record for this lot was reviewed and found to meet all required specifications without any manufacturing nonconformities. The load contents included a storz tray that might not be compatible with the sterrad sterilizer. At this time, storz tray is not listed in the sterrad 100s sterilization system sterility guide and therefore, is not recommended for use with the 100s system. Thorough investigation of the complaint concluded that the positive bi is attributed from having incompatible material in the load contents. RMA/retain testing is not required as the positive bi result was contributed by incompatible material in the load. An assessment of the failure mode and effects analysis revealed low-safety risk to the user. The complaint history for this lot showed no other similar reported complaint. Complaint trending shows that the trend for cyclesure "suspected positive bi" is within an acceptable control limits. Asp will continue to track and trend for this type of complaint.

Event description:
The customer alleged an event of suspected positive biological indicator (bi). No injuries were reported from the unrecalled load.